Manufacturer narrative:
E1: initial reporter facility name - (B)(6).

Event description:
It was reported that a catheter entrapment and shaft separation occurred the 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex (lcx) artery. A 3.50 x 20mm synergy megatron was deployed; however, it was reported that the stent did not fully expand, an opticross hd imaging catheter was selected for intravascular ultrasound examination. During advancement, the catheter became stuck within the stent struts, and a shaft break occurred. The entrapment was resolved, and the device was successfully retrieved using a guide extension catheter, with no fragments remaining inside the body. No stent fracture, damage, or migration was reported. The procedure was completed using another device of the same model, with no adverse patient outcome reported.